Event description:
It was reported during a atrial fibrillation ablation procedure the physician noticed air bubbles in the irrigation sideport tubing of a swartz braided introducer and air emboli that entered the pt's heart. The physician punctured the right femoral vein and inserted a guidewire into the left atrium. The pt had a pfo so no transseptal puncture was done. A swartz braided transseptal introducer was then placed over the guidewire into the left atrium and the physician aspirated the sheath with a syringe and noted air bubbles coming into the syringe. Air emboli were confirmed to be entering the pt on x-ray. The physician pulled the introducer out of the pt immediately. He exchanged the introducer and completed the procedure. There were no consequences to the pt. The physician did an extensive evaluation including an echocardiogram on the pt the following day without noticing any complications. The current condition of the pt is listed as stable and the pt is sinus rhythm.

Manufacturer narrative:
One 8f swartz braided introducer and one 8f transseptal dilator were received for evaluation. The dilator was observed to be in visually good condition but the introducer exhibited apparent damage to the hemostasis seal. Following the leak test, the hemostasis cap was removed and the two part seal system was examined; a tear was observed in one seal, which provides a leak path. The introducer was tested for leaks and a leak was detected at the hemostasis seal. A DHR review was not conducted, since the batch number is unk. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.